Manufacturer narrative:
The investigation determiend that the service actions resolved the issue.

Manufacturer narrative:
The electronic lot numbers and expiration dates were not provided. The field service engineer checked and replaced the mix/dry pressure tubing and adjusted the pressure target value. He primed the ise module to check for possible leaks, blockages or flow restrictions. He ran an ise performance check, and the customer ran calibration and qc. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas integra 400 plus analyzer. The sample was repeated after the field service engineer's visit. The initial chloride result was 127.8 mmol/l, and the repeat result was 103.8 mmol/l. The initial sodium result was 168.7 mmol/l, and the repeat result was 137.7 mmol/l. The initial potassium result was 5.20 mmol/l, and the repeat result was 4.24 mmol/l.